Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found that the bending section was detached. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope's distal tip detached. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.